Manufacturer narrative:
Correction- h8 updated to indicate initial usage of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the broken part was not detached from the shaft. There were no fragments and no injury to the patient. The procedure was completed with the original configuration. The surgeon believes that a cable or instrument rotation malfunction caused the damage. There is no instrument collision and there may be a recording accessible on idr recording. No patient demographics provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted esophageal diverticulum repair surgical procedure, user informed the technical support engineer (tse) that a cadiere grasper instrument broke at an angle inside the patient, with 14 of 18 lives remaining on the instrument. The instrument could not be removed from the port, necessitating the removal of the entire port with the instrument still inside. This occurred at the end of the procedure. Procedure outcome is unknown at the time of the report. On 08/19/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: cadiere grasper broke at an angle inside of the patient. There were 14 of 18 lives remaining on instrument. Unable to remove from port. Had to remove entire port with instrument in it. It was at the end of the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: I do not have any additional information to pass on. I was not present in the case.